Event description:
Called and spoke with (B)(6) -territory mgr. Needles are popping off the syringes and had one incident where there was a needle stick. Needles are poor quality. When inserting into the insulin bottle, the needles bends. He has 4 different facilities that use this product and 2/4 of them reported issues. (B)(6) nursing rehab- who uses a bulk qty, discarded all the product. (B)(6) nursing rehab- has a nurse who's a diabetic and is scared to death to use the product because she feels the needle will pop off and get stuck into a patient.